Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that the phenomenon occurred due to a damaged power switch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. As a result of checking the monthly analysis report, there was no increase in trend observed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of power switch being broken was confirmed. In addition, the foot had poor appearance. The chassis had poor appearance. There was dust inside the device. The front panel had poor appearance. Dust was inside the video connector socket. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A biomedical engineer reported to olympus, the evis exera iii video system center power button was broken. The event occurred during preparation for use. There was no report of patient harm.